Event description:
During transfer from bathroom to bed, resident was being transferred with a lift when the yolk hangar bar that is attached to the load cell broke. One hook bent and broke off. The resident fell to the floor and hit their head. They were taken to the hospital emergency room. No fractures or other injuries noted other than a bump on their head.

Manufacturer narrative:
In conversation with maintenance, they indicated that there were visible signs of wear and tear on the hangar bars before the incident occurred. These hangar bars were over 10 years old, and had never been replaced by the facility. This machine was not manufactured by us, medcare products, inc. It was manufactured and sold by an unrelated company, medcare products, llc. Medcare products, inc purchased the assets (not liabilities) of medcare products, llc in march of 1998.